Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was verified the reported issue.

Manufacturer narrative:
The customer contacted physio-control to provide the patient information for the patient that was involved in the reported event. Fields a1, a2, a3, and a4 have been updated. The customer also confirmed that the patient survived the event and was transferred to the hospital.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery contact pcb assembly and battery pins. Physio also tightened the nuts on the back of the battery pins and cleaned and reseated the connectors that plug into the power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.